Event description:
It was reported that during a breast biopsy, while trying to take a sample, kept receiving error codes. The case was aborted. The pt will be rescheduled once loaners can be attained. No pt consequence occurred.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.